Manufacturer narrative:
It was reported that the reperfusion cannula placed in the right axillary artery became disconnected from the main arterial cannula, resulting in a high-pressure blood jet. After, customer clamped the cannula so that the cannula safely reconnected. However, four days later, the same issue recurred with the same medical devices and therefore customer changed the complete circuit of ECMO. Rationale for reporting: since the complaint was occurred during treatment, and a blood loss was occurred due to disconnection of products, the complaint is reportable as serious injury. Sample investigation could not be performed since the product was discarded by customer. A medical review was performed by getinge medical affairs on 2025-08-11 with following conclusion: the exact root cause of the repeated arterial reperfusion cannula disconnection could not be determined. However, possible contributing factors include insufficient secure fixation of the cannulas and strain on the tubing during patient movement, both highlighted as risks in the device¿s instructions for use (IFU). The customer confirmed that clamps were not used, though it is unclear if any other fixation method was applied. The disconnections likely occurred at the cannula connector¿circuit tubing junction. The first event happened during a dressing change, while the second occurred without manipulation, suggesting mechanical strain or poor fixation as possible contributors. There was no evidence of patient harm. Blood loss during the first incident was about one unit of red blood cells, and post-event hemoglobin remained acceptable. No air embolism occurred, and no alarms were triggered. Brief hemodynamic instability during reconnection resolved without lasting effects. No product malfunction could be confirmed. These warnings, which are included in the product's instructions for use (IFU), are referenced in the medical review: - the detachment of unsecured tube connections can lead to blood loss and air embolisms in the patient: - check that tube connections are correctly and securely fastened. - secure all tube connections in the tube system with hose ties. - if the patient is repositioned or transported, there is a risk of decannulation caused by strain on the tubing and mechanical damage. The hreatest care should therefore be exercised when "carrying" out these measures. - ensure that there is no strain on the cannula. - avoid subjecting the cannula to mechanical loads. Based on the investigation results, exact cause of the reported failure could not be determined however most probable cause was found as related with: - unsecured cannulas and tubing strain. Further, the production history record (DHR) of the affected be-pas 1915 with lot# 3000428235 was reviewed on 2025-06-30. According to the DHR result, the product be-pas 1915 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. A non-conformity record review was performed based on the reported product and consumed component (hls cannulae's body). There could not be found any non-conformity record that could cause to reported failure. Moreover, over the past two years (which is the shelf life of this product), a trend review of customer complaints revealed no records directly related to the disconnection of reperfusion cannulae from arterial cannulae. Based on these, product related influences could not be confirmed. Customer will be informed about investigation results by sales & service representative of getinge. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the reperfusion cannula placed in the right axillary artery became disconnected from the main arterial cannula, resulting in a high-pressure blood jet. After, customer clamped the cannula so that the cannula safely reconnected. However, four days later, the same issue recurred with the same medical devices and therefore customer changed the complete circuit of ECMO. Since the complaint occurred during treatment, and a blood loss occurred due to disconnection of products, the complaint is reportable as serious injury. Complaint #: (B)(4).